Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system passed the system checkout. Concomitant medical products: product ID: bi71000823, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile viewing station (mvs) was not coming up and beeping was coming from inside. There was no patient involved.